Event description:
(B)(6) from the (B)(6) reported that known samples positive for drb1 13:05 produced a result of drb1 13:04 when tested using allset gold drdq ssp trays (catalog # 54380d, lot # 030 1272183). The reaction patterns for these two alleles is as follows: drb1 13:05: 10, 11, 15, 26 and drb1 13:04: 10, 11, 26. This would allege that lane 15 is producing a false negative result in the presence of drb1 13:05 samples and led to a mistype of a drb1 13:04.

Manufacturer narrative:
A discrepancy in internal software ssp test documents relating to primer mix pmr014g was identified during review of the qc mix testing. As a result, labeling (ambiguity list, unitray and asg gel docs, pm tables, .uch files, worksheet (ut and asg), allele update .uch and allele update worksheets) will be corrected. The revision will include the mix specificity to remove alleles drb1 11:09, 11:83, 11:113, 13:05:01, 13:05:02, 13:06, 13:26:02, 13:42, 13:56, and 13:136 as positive. Additional investigation activities are still ongoing and will be reported in the 30-day report.